Event description:
It was reported the device was used during a colon resection in 2002. Prior to closing, the staple line was checked and appeared to be intact. The pt developed peritonitis five days post operatively resulting in a re-operation. During the re-operation the staple line was noted to have failed at the distal end of the anastomosis. Add'l tissue was excised and another anastomosis was performed. The pt is presently in the ICU receiving antibiotic therapy. Prognosis is fair.